Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation as repairs were carried out locally. Provided information indicates that the device is likely still in use and no repairs were performed by our local team. As per provided quality control certificate made immediately after the incident, no dysfunction of the device could be found. Despite several request and due to the lack of evidences, the root root of this event remains unknown. If further information are provided later on we will re-open the complaint and pursue the investigation. Although we cannot confirm that the air sensor of the reported device was defective, please be informed that an internal CAPA is open to address the subject of "defective air sensor". To our knowledge this complaint is not being related to patient safety this complaint is considered as: not confirmed the trend is: normal.

Event description:
The following has been reported: (B)(6) hospital / medical neuro-oncology unit, a finished infusion was found connected to this pump. The tubing contains a lot of air. Drug infused: nutrison multifibre no patient injury. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.